Manufacturer narrative:
These complaints were initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Lifescan (lfs) received product returns for these complaints and reclassified based on the evaluation results. The test strips failed testing; the reported issue was confirmed. The test strips were found to have been incorrectly cut during the slitting and vialling process. This report is processed under exemption number e2005018.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the ot ultra test strips experienced strip cut issue. These reports were received from various sources. The patients associated with this allegation have no age data; there is no weight data available and it is unknown if they were male or female.